Event description:
It was reported that during a device changeout procedure, this right ventricular (rv) lead was accidentally cut by the physician. This lead was surgically abandoned, and a new rv lead was implanted. No additional adverse patient effects were reported.